Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of a sudden drop in flow resulting in low flow alarms. The log files did not contain any data that indicated an issue with the controller. The heartmate 3 system controller s/n: (B)(6) was functionally tested and found to operate as intended. Per the provided information, the patient was admitted to the hospital with seizure-like activities. It was stated that the low flows resolved following the controller exchange. The root cause for the reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low flow alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-admitted for seizure-like activities, a computed tomography scan of their head was taken. The patient was started on keppra (levetiracetam). The patient had continuous low flow alarms at 18:45. These were silenced but reoccurred after the 2-minute silence ended. The flow dropped to 0.0 liters per minute. The patient had a normal heart rhythm and was alert and responsive. The system controller was exchanged after which the alarms resolved. The patient remained hospitalized. An electroencephalogram (eeg) was performed following seizure diagnosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of a sudden drop in flow resulting in low flow alarms. The log files did not contain any data that indicated an issue with the controller, the reported low flow alarms will be addressed in the pump investigation. The heartmate 3 system controller (s/n: (B)(6)) was functionally tested and found to operate as intended. Per the provided information, the patient was admitted to the hospital with seizure-like activities. It was stated that the low flows resolved following the controller exchange. The root cause for the reported event could not be correlated to an issue with the system controller. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low flow alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.